Manufacturer narrative:
The reported event of failure to capture was not confirmed by analysis. As received, a complete lead was returned for analysis. Final analysis found an internal short. It was also noted that the inner insulation was cut / damaged in the middle region of the lead. No further anomalies were detected.

Event description:
It was reported that the patient presented remotely via merlin.net. The patient's right ventricular (rv) lead exhibited a high pacing impedance and failure to capture. The pacemaker also demonstrated premature battery depletion and an elevated capture threshold. Upon an in-person follow up, the rv lead's impedance had returned to normal values, but it was also noted to have r-wave amplitude variation and noise oversensing. The patient's right atrial (ra) lead had also exhibited a high capture threshold. The patient's pacemaker, rv lead, and ra lead were all explanted and successfully replaced. The patient's status following the procedure was unknown.

Event description:
It was reported that the patient presented remotely via merlin.net. The patient's right ventricular (rv) lead exhibited a high pacing impedance and failure to capture. Upon an in-person follow up, the rv lead's impedance had returned to normal values, but it was also noted to have r-wave amplitude variation and noise oversensing. The patient's right atrial (ra) lead had also exhibited a high capture threshold. No intervention was performed, and the patient was stable.